Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers had failed. The field service engineer contacted the pharmacy to check if the issue could be resolved remotely; however, on-site assistance was requested. Upon arrival, multiple stations were checked¿no issues were found at the first station. At the second station, after opening the back, multiple medications were found jamming several drawers. The jams were cleared and diagnostics were performed. Afterward, the pharmacy was revisited, the health site viewer was checked, and the system was confirmed to be functioning properly. The call was closed successfully. The system operated as intended after the fse resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was failed and requires maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.